Event description:
The pt was characterized by extreme angles in the common iliac artery. During the passing of the contralateral wire guide, difficulty was experienced advancing the wire guide and the catheter into the aotra. Using several combinations of wires and catheters, the physician finally was able to place a pigtail catheter in the aorta. The main body graft was introduced with no difficulty, and deployed according to instruction. At the point of cannulating the contralateral limb, the physician decided that it would be very difficult to cannulate the graft, due to the extreme iliac angles, and the possiblity of the graft kinking after placement appeared very likely. Without attempting to cannulate the contralateral limb, the remainder of the main body graft was deployed at a good position below the renal arteries. The ipsilateral iliac leg was placed in position, landing above the internal iliac artery. The converter was introduced and deployed. Embolization coils were placed in the contralateral iliac origin and the occluder was deployed in the mid-common iliac artery between the two extreme angles of the iliac. Completion angiogram was performed showing good placement of the graft, patency of both renal arteries, the unilateral internal and external iliac arteries open with no blood flow to the aneurysm. A fem-fem bypass was performed. No pt complications.